Event description:
During a transapical tavr, a second sapien xt valve was needed to resolve paravalvular leak (pvl). The first valve was positioned 50:50 and landed 60:40 aortic/ventricular; however bulky calcification of the native annulus led to pvl. The second valve landed in a 50:50 position across the annulus and the pvl improved to mild. The procedure was completed and the patient was transferred in stable condition. Per report, bulky calcification of the native annulus contributed to the pvl the native annulus measured 19mm by tte and by CT with an area of 400mm2. The native aortic annulus was severely (bulky) calcified, the native leaflets were severely (bulky) calcified and the aortic root was moderately calcified. Both the image intensifier angle and coaxial alignment of the delivery system were noted to be good. There was no loss of capture; ventilation was not held during valve deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, severe (bulky) native annulus and leaflet calcification appears to have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.